Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed for the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the adc device was reported. The customer received higher sensor scan results compared to lower readings obtained on an adc meter. The customer experienced a medical event and received third-party medical treatment however, details of the treatment were not provided. Adc contacted the customer but the customer indicated that they did not have time to complete the medical survey. No further treatment was reported. There was no report of death or permanent impairment associated with this event. Additionally, a sensor result of 25 mmol/l was compared to an adc meter result of 6.6mmol/l and when the results are plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the adc device was reported. The customer received higher sensor scan results compared to lower readings obtained on an adc meter. The customer experienced a medical event and received third-party medical treatment however, details of the treatment were not provided. Adc contacted the customer but the customer indicated that they did not have time to complete the medical survey. No further treatment was reported. There was no report of death or permanent impairment associated with this event. Additionally, a sensor result of 25 mmol/l was compared to an adc meter result of 6.6mmol/l and when the results are plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.